Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: (B)(6). Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: the device associated with this complaint was not returned. X-ray evidence provided was reviewed and found the device disassociated from mating implant. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records after clinic visit xray shows srom implant with probable loosening reported after first revision. Clinic visits reported of pain, difficulty of walking and required to use of a cructh to walk. There is a stable small amount of lucency adjacent to the femoral component. X-rays show s-rom prosthesis with lucency around proximal sleeve. Doe: (B)(6) 2019. Please see (B)(4) for 1st revision.